Manufacturer narrative:
The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2024 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024 the patient noticed regular reddish discharges from the stoma site which was cleaned with soap and water and dressing changes twice a day. On (B)(6) 2024, the patient consulted a physician who diagnosed cellulitis and was prescribed 500mg of oral antibiotic cefalexin three tablets per day for a duration of 5 days. At the time of report, the stoma site cellulitis was recovering.